Event description:
Customer reported via phone, the insulin pump had alarmed button error when customer was attempting to bolus. Customer's spouse was attempting to bolus 11 units and the device would scroll up to 18 units. Customer's blood glucose was 135 mg/dl. Customer's spouse stated the customer was sitting in the sun room. Customer's spouse was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. He agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump has minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.